Event description:
A customer reported that during a procedure, the sys turned itself off. It would not stay on longer than 3 minutes. An alternate sys was brought in and the procedure was completed after a delay of greater than 15 minutes. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).